Manufacturer narrative:
(B)(4). This lot was manufactured march 09, 2015 to march 10, 2015. The device was returned for evaluation. Visual inspection revealed black particulate matter on the spike; inside fluid path. The reported condition was verified. The cause of the condition was determined to be due to the material from an external supplier. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type solution set had black powder on the spike. The issue was discovered prior to priming. There was no patient involvement. No additional information is available.